Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain(daily)") and genital haemorrhage ("heavy abnormal bleeding") in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena. On (B)(6) 2012, the patient had essure inserted. In january 2012, the patient experienced vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), dysmenorrhoea ("dysmenorrhea") and allergy to metals ("nickel allergy"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe cramping/ abdominal pain"), vulvovaginal pain ("vaginal pain(daily)"), dyspareunia ("dyspareunia") and abdominal pain ("abdominal pain"). The patient was treated with surgery (12-may-2016, hysterectomy with bilateral salpingectomy), surgery (novasure ablation) and surgery (undergo one or more surgeries to remove one or more of the essure coils.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower and vulvovaginal pain outcome was unknown and the vaginal haemorrhage, menorrhagia, urinary tract infection, vaginal infection, dysmenorrhoea, allergy to metals, dyspareunia and abdominal pain was resolving. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure. The reporter commented: most,if not all symptoms decreased. On 28-feb-2018:patient did not had any complications or problems that occurred at the time of essure placement procedure. Discrepancy noted, as per as per latest pfs, essure (or any part of the device) was not removed, however as per previous information from legal complaint it was reported that she had total hysterectomy and bilateral salpingectomy on 12-may-2016. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 26-jun-2012: total bilateral occlusion most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received. Reporter and patient demographics information were added. Updated suspect drug indication. Lab data,historical drug were added. Events vaginal bleeding, menorrhagia, urinary tract infection, vaginal infection, dysmenorrhea, nickel allergy, dyspareunia and abdominal pain added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping/ abdominal pain") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (one or more surgeries to remove one or more of the essure), surgery, surgery and surgery (undergo one or more surgeries to remove one or more of the essure coils.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device : uterus"), pelvic pain ("pelvic pain(daily)") and genital haemorrhage ("heavy abnormal bleeding") in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included depression, bipolar disorder, asthma, acid reflux (oesophageal), irritable bowel syndrome, chronic bronchitis and sleep apnea. Previously administered products included for an unreported indication: mirena. Concurrent conditions included menometrorrhagia (procedure: novasure ablation). Concomitant products included doxycycline (monodox), metronidazole (flagyl) and tiotropium bromide (spiriva). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe cramping/ abdominal pain"), vulvovaginal pain ("vaginal pain(daily)"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), dysmenorrhoea ("dysmenorrhea"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia"), mood altered ("emotional changes"), depression ("depression"), anxiety ("anxiety"), vaginal discharge ("vaginal discharge"), muscle spasms ("muscle spasm") and alopecia ("hair loss"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), acne ("acne"), rash ("rash"), migraine ("migraines"), headache ("headaches") and nausea ("nausea"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy), surgery ( hysterectomy with bilateral salpingectomy), surgery (novasure ablation), surgery and surgery (undergo one or more surgeries to remove one or more of the essure coils.). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, pelvic pain, genital haemorrhage, abdominal pain lower, vulvovaginal pain, mood altered, acne, rash, depression, anxiety, migraine, headache, vaginal discharge, muscle spasms, nausea and alopecia outcome was unknown and the vaginal haemorrhage, menorrhagia, urinary tract infection, vaginal infection, dysmenorrhoea, allergy to metals, dyspareunia and abdominal pain was resolving. The reporter considered abdominal pain, abdominal pain lower, acne, allergy to metals, alopecia, anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, mood altered, muscle spasms, nausea, pelvic pain, rash, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure. The reporter commented: most, if not all symptoms decreased. On (B)(6) 2018: patient did not had any complications or problems that occurred at the time of essure placement procedure. Discrepancy noted, as per as per latest pfs, essure (or any part of the device) was not removed, however as per previous information from legal complaint it was reported that she had total hysterectomy and bilateral salpingectomy on (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 28-aug-2018: pfs received. Events: hormonal changes describe: emotional changes, acne, allergic or hypersensitivity reaction type: rash, psychological orpsychiatric problems condition: depression & anxiety, migraines / headaches, vaginal discharge,other injury(ies) or complication (s) please describe: muscle spasm, nausea and hair loss were added. Historical condition , concomitant drugs were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.